Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the charging cable would not charge the pump. No reported adverse impact to the customer's blood glucose. The customer used an alternate charging cable to charge the pump successfully.